Event description:
The customer reported that a loudspeaker error was displayed again and again. The device was in use at time of event, there was no adverse event reported. The philips field service engineer confirmed that no sound was coming from the device. The speaker was replaced.

Manufacturer narrative:
H10: updated h6 codes updated to output problem as no investigation has been started on the device yet.

Event description:
The customer reported that a loudspeaker error was displayed again and again. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).